Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the feeding set was leaking at the base of the bag between the junction and the tubing. It appeared that it may have had an incomplete seal.

Manufacturer narrative:
A review of the device history record shows evidence that the product was released according to all established procedures and qa documentation. There were samples and photographs submitted for evaluation. A visual inspection of the sample and photograph shows evidence of leaking at the bottom of the bags. The root cause can be attributed to the manufacturing process whereas the bags were not sealed causing the bag to leak. A formal corrective/preventative action will not be initiated at this time as there is no trend of this reported issue related to this product. This complaint will be closed with no further action and will be used for tracking and trending purposes.